Event description:
A hospital in (B)(6) reported that the flow probe disconnected at the swivel connector of an rt265 infant breathing circuit on several occasions while in use with a leoni ventilator. No patient consequence was reported.

Manufacturer narrative:
The complaint breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. The hospital had reported that the airway flow probe had become disconnected where it is attached to the heated inspiratory limb at the swivel, at the patient end of the limb. Further information was sought from the hospital but this was not provided. The connections of the rt265 circuit are designed to conform to the relevant iso standards for this type of device. The probe port on the inspiratory limb is a standard 1 in 40 medical taper-fit if the probe is correctly inserted into the probe connector as per our rt265 user instructions, the probe should not disconnect from the connector spontaneously; a pull force of at least 45 newtons would have to be applied. Without the complaint breathing circuit or any further information we were unable to confirm what had caused the problem as reported by the customer. All infant breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.